Manufacturer narrative:
(B)(4).

Event description:
It was reported that he right side device was giving the patient "all sorts of irritation." It was stated that the patient's skin was irritated and sensitive to the touch. It was noted that the patient had been getting shocks every "now and then" on his right side for the past month. It was also noted that the patient felt shocks directly following right side implant. The reporter stated that the healthcare provider (hcp) took the device out, cleaned it up, and put it back in to resolve the issue. The patient was unable to turn down stimulation with current clinician settings. Additional information received reported that the device was explanted and replaced on (B)(6) 2012. The cause was noted as shocking at the device site. The problem was stated as being chronic. The reporter stated that fluid appeared to be leaking into connection port. The patient's status following replacement was unknown. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3387-40 lot# j0461559v, implanted: 2005 (B)(6), product type lead product ID, 3387-40 lot# v006492, implanted: 2006 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found.